Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I am experiencing a lot of pain that comes and goes") in a 26 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("I have light bleeding that comes and goes"), adnexa uteri pain ("the pain stays on the left side where my ovary is") and back pain ("the pain then goes to my back and lower back"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, adnexa uteri pain or back pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: reporter address updated, insertion date corrected and essure removal reported. Therefore pelvic pain was upgraded to serious incident and genital bleeding was downgraded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I am experiencing a lot of pain that comes and goes") in a 26 year-old female patient who had essure inserted (lot no. C40063) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section and genital herpes. Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("I have light bleeding that comes and goes"), adnexa uteri pain ("the pain stays on the left side where my ovary is") and back pain ("the pain then goes to my back and lower back"). The patient was treated with surgery (essure removal on (B)(6) 2020: bilateral salpingectomy). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, adnexa uteri pain or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: satisfactory bilateral tubal occlusion. [Pathology test] on (B)(6) 2020: a-foreign body, bilateral fallopian tubes, removal: consistent with medical device (gross examination only). B-fallopian tubes, bilateral salpingectomy: fallopian tubes without significant histopathologic change seen in full cross section. Para tubal cysts. Clinical history: pelvic congestion syndrome. Description: "essure coils"; specimen requisition information corresponds to the container label consists of multiple fragments of coiled silver metallic tubing measuring 3.7 x 0.4 x 0.2 cm in aggregate. "Bilateral fallopian tubes"; specimen requisition information corresponds to the container label) consists of two fallopian tubes. The fallopian tubes are designated fallopian tube 1 and fallopian tube 2. Fallopian tube #1 measures 8.0 cm in length and has a maximum diameter of 0.7 cm. Fimbriae are present. The tube is remarkable for a pedunculated paratubal cyst measuring 2.2 x 0.7 x 0.7 cm. The tube is filled with a clear yellow fluid. No papillary excrescences are identified. The wall thickness measures 0.1 cm. Fallopian tube #1 measures 6.5 cm in length and has a maximum diameter of 0.7 cm. Fimbriae are present. Batch no: c40063. Production date: 2014-04-01. Expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-sep-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I am experiencing a lot of pain that comes and goes") in a 26 year-old female patient who had essure inserted (lot no. C40063) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section and genital herpes. Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("I have light bleeding that comes and goes"), adnexa uteri pain ("the pain stays on the left side where my ovary is") and back pain ("the pain then goes to my back and lower back"). The patient was treated with surgery (essure removal on (B)(6) 2020: bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, adnexa uteri pain or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: satisfactory bilateral tubal occlusion [pathology test] on (B)(6) 2020: a-foreign body, bilateral fallopian tubes, removal: consistent with medical device (gross examination only). B-fallopian tubes, bilateral salpingectomy: fallopian tubes without significant histopathologic change seen in full cross section. Para tubal cysts. Clinical history: pelvic congestion syndrome. Description: a-"essure coils"; specimen requisition information corresponds to the container label consists of multiple fragments of coiled silver metallic tubing measuring 3.7 x 0.4 x 0.2 cm in aggregate. B- "bilateral fallopian tubes"; specimen requisition information corresponds to the container label) consists of two fallopian tubes. The fallopian tubes are designated fallopian tube 1 and fallopian tube 2. Fallopian tube #1 measures 8.0 cm in length and has a maximum diameter of 0.7 cm. Fimbriae are present. The tube is remarkable for a pedunculated paratubal cyst measuring 2.2 x 0.7 x 0.7 cm. The tube is filled with a clear yellow fluid. No papillary excrescences are identified. The wall thickness measures 0.1 cm. Fallopian tube #1 measures 6.5 cm in length and has a maximum diameter of 0.7 cm. Fimbriae are present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number received. Medical history & lab data updated. Reporter & patient details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I am experiencing a lot of pain that comes and goes") in a 26 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("I have light bleeding that comes and goes"), adnexa uteri pain ("the pain stays on the left side where my ovary is") and back pain ("the pain then goes to my back and lower back"). The patient was treated with surgery (essure removal on (B)(6) 2020). Essure was removed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, adnexa uteri pain or back pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.